Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior implant, the device entered backup mode following a cybersecurity upgrade. No patient was involved in the event.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed code corruption from incomplete or aborted firmware upgrade, which resulted in the reported issue on backup operation. Analysis performed after reloading product code indicated normal device characteristics with battery voltage above eri. Cybersecurity upgrade was performed and no anomaly noted.